Event description:
On 07/20/2000, the facility's representative informed the MFR's (MFR) representative that the facility experienced a problem with the device. He did not have all the details on hand. A blank product complaint report (pcr) form was faxed to him for completion. On 07/31/2000, the MFR. Received the completed pcr form that states the following: during insertion of the device while attached to the tunneler and working the catheter through the track, the catheter broke. No further details were provided.